Event description:
It was reported that during the implant procedure confusion occurred about the figure of the helix gap in the manual for the lead as the figure indicates that the gap should be closed to get a fully extended helix mechanism. After the physician consulted with a medtronic employee it was possible to implant the lead and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.